Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the trigger of the battery oscillator device did not move smoothly, and the device was making an abnormal noise. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: please note that it was inadvertently reported that the device was received on 2/12/2025 on the initial medwatch report. The device return date has been updated accordingly. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that moving parts of the trigger of the battery oscillator device did not move smoothly, the saw head could not be rotated or locked in a new position, and mode-switch resistance was too high. It was noted that the saw head was stiff, the trigger snagged, and the mode-switch was stiff. It was further determined that the device failed pretest for check positioning of the saw head, check for sticky trigger, and mode-switch test. Therefore, the reported condition that moving parts of the trigger did not move smoothly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. The reported condition that the device was making an abnormal noise was not confirmed.